Manufacturer narrative:
Analysis of programming history (if applicable).

Event description:
It was reported that vns settings were inadvertently set to 0 ma while performing diagnostics during an office visit. The patient left the neurologist's office set to 0 ma and reported not being able to perceive stimulation along with an increase in seizures above pre-vns baseline and not being able to use the magnet to help with the seizures. The patient was seen by the neurologist three days later and he re-programmed the patient to intended settings. System and normal mode diagnostics were within normal limits at the time of the visit. Further interventions were to have the patient's generator replaced prophylactically, but at the moment the patient is doing well and is able to perceive stimulation as the side effect of coughing was noticed once settings were corrected.